Event description:
Plaintiff reports initial bilateral implantation on 10/7/77 with replacement on 6/30/80. Plaintiff alleges various ilnesses including, but not limited to, rash, fever, memory loss, chest pain and joint pain.

Manufacturer narrative:
H3: received per litigation. No customer contact allowed.